Event description:
It was reported that in 2009 the patient was having a return of pain and incontinence and it was found that his battery was depleted and one of the leads was broken. The patient had a revision done (B)(6)-2009 and now has a device that was working well. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v060218, implanted: 2007-(B)(6), explanted: 2009-(B)(6), product type lead. Product ID 3093-28, lot# v060218, implanted: 2007-(B)(6), explanted: 2009-(B)(6), product type lead. (B)(4).